Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump back light does not work. Customer's blood glucose was 50 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed sensor error. Troubleshooting found that the cannula was bent and customer declined low blood glucose troubleshooting at this point. No further details given.